Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to claim no vibration output on (B)(6) 2015. Patient tested the alert functionality and reported the alerts were not functioning correctly. Patient did not report any injuries or medical intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and the universal serial bus (usb) door is broken. A review of the downloaded receiver log did not find any errors related to the issue. Functional testing was performed and the test failed. An internal inspection was performed and found that the vibrator was stuck to the case. Therefore, the reported event of no vibration was confirmed. The root cause was determined to be an assembly error.